Manufacturer narrative:
The customer was contacted for return of the suspect product. The product has not been returned to zoll for evaluation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device displayed a "defib fault 108" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was put through extensive testing which included environmental and functional testing without duplicating the malfunction. Review of the device activity log shows occurrences of the reported malfunction. The device was repaired prior to being returned to zoll. Therefore this claim is being closed as customer attempted to repair device. The device was recertified and returned to the customer. No trend is associated with reports of this type.